Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 1.14mm offset at the tips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.